Manufacturer narrative:
The following fields were updated: g4, g7, h2, h6, h10. This supplemental report is being submit to provide the results of the manufacturer's investigation. A review of the device history record (DHR) was conducted as part of the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The asset video system center was returned to the service center for evaluation. The service group found the asset video system center was producing no image. The unit was tested and confirmed there was no sdi output signal. The printed circuit board was found faulty. The rest of the other functions tested appropriately. There were minor dent & scratches on the housing. The asset unit was repaired and returned to stock. A review of the assets service history indicates the asset was last serviced via repair on february 3, 2020 for a worn out lock latch on video connector issue. The cause of the faulty printed circuit board is under investigation. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center became aware that during inspection that the asset video system center serial digital interface (sdi) inputs were not working. There was no patient involvement reported.